Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the common bile duct artery. A 12.0 x 20, 135cm mustang balloon catheter was advanced for dilation. When the physician injected contrast agent in pump, the balloon could not be fully inflated. The device was withdrawn and flushed outside the patient's body; however, a leak was found and a visible pinhole was noted on the balloon material. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.